Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during revision knee surgery, the fixation screw was missing in a custom made congruent insert set. To finish the surgery, the surgeon then fixed the new inlay with the old locking screw. The event caused a surgery delay of 45 minutes. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. The device history record( DHR) was reviewed and no discrepancies were found. Root cause cannot be determined on how the screw went missing without product evaluation. It was also reported that the surgeon used the old screw from the explanted device which is off label use. It is stated in IFU for natural knee system under warnings to not reuse the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.